Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were in overdischarge and went to the healthcare professional office to meet with a manufacturer rep representative who did the physician recharge mode (prm). They were able to turn stimulation on and feel it but by the time they got home after the appointment, the stimulation stopped and the battery had depleted. They were trying to charge and couldn't get it to connect. There was a report of poor communication. The last successful charge session was at the end of (B)(6) 2016. They were not able to communicate with the implantable neurostimulator recharger (insr).the consumer reported a return of symptoms. There was a report of a loss of therapeutic benefit. After being rear ended in a car accident, the device hadn't been working as well. They had a lot of pain on both sides of their body and around the kidney area. Eventually most of that pain went away. They had a lead going up their spine (to their thoracic) and in that area, there was a sharp pain for about a month but eventually went away. There was a report that their car was totaled and so was the patient. This was considered a sudden change in therapy/symptoms. It was reported that the overdischarge was resolved and the patient was able to feel stimulation. An overdischarge was suspected again. Relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient with an implantable neurostimulator for failed back surgery and non-malignant pain. It was reported that the device was overdischarged because they were in a car wreck and wasn't able to charge. It was noted that the patient had to jump start the battery and they cleared a 0x8 error code. There was no patient symptom reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the steps taken to resolve the loss of therapy/sharp pain in the thoracic spine and kidney area were pain medications, heat, lots of bed rest, and an injection. On (B)(6) 2016 the patient was rear-ended by a driver who pushed the patient into a car that was in front of her while they were both stopped at a red light. For three or four days the patient's pain wasn't very bad. She slept a lot and then all of a sudden reality set in and the pain was unreal. The patient went to charge her stimulator and got no results. The patient talked to her managing healthcare professional and a rep and they arranged for the patient to come. She did and sat there for three hours. On the way home the patient tested for stimulation and there was none. A rep was very helpful in getting the situation resolved. In the patient's mind the stimulator had been displaced. When she charged the stimulator the patient had to really search for the place to put the charger. Now the patient could literally push it up, and it was just under the skin. It was noted that the patient had been on bed rest 75% of her time.

Event description:
Additional information received from the consumer reported the steps taken to resolve the loss of therapy and sharp pain were it was relieved in the spine and kidney area, and the only thing that helped was pain medication, heat, and lots of rest.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.